Event description:
Physician injected a pt in oct. 2000, then later in 2000 with the same syringe of collagen. Pt experienced delayed hypersensitivity to collagen with abscess formation. Pt treated with topical polysporin, oral ceftin, and incision and drainage.